Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a needle anomaly. The callers blood glucose was not provided. The caller stated having an issue with insulin pump not connecting to the sensor. Troubleshooting was provided. The caller stated that the needle had fractured inside the body. Customer was able to remove fractured needle. No device is returning for analysis.